Manufacturer narrative:
The product was not returned for evaluation. Therefore, we cannot conclusively determine the root cause of the reported incident. Additional details on the cause of the event were not provided in the article and further information was not available. The lot number of the product was not provided. Therefore, we're unable to perform a lot review.

Event description:
During literature review the article indicated that one limb (2%) without postoperative wound complications required additional treatment due to acute bleeding during a study titled "clinical outcomes of common femoral thromboendarterectomy with bovine pericardium patch angioplasty".